Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had complications during the implant surgery. During the surgery, the patient¿s column got twisted, blood pressure dropped, and oxygen level dropped. The patient was told the surgery would only take two hours, but instead due to complications, the patient had to spend 8 days at the hospital. It was noted that the patient was still having problems. Since implant, it had been hurting her at the implant site. It was noted that the patient only had her device checked once since implant. Eight days after implant, the patient went to the health care professional and was told the only thing they could do is move it to another position.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).